Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. There was no reported impact to customer's blood glucose and customer declined to provide additional information.